Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 28 mmol/l; cause was due to pump touch screen was cracked, unresponsive, and unreadable. Customer administered a manual injection to address bg level. The customer reverted to manual injections for insulin therapy.